Event description:
It is reported that the pt was revised due to a loose femoral stem.

Manufacturer narrative:
Evaluation summary: no x-rays were provided so component fit and orientation could not be assessed. Revision operative notes were reviewed and provided no indications of a root cause. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. It is unk if the pt experienced an unreported traumatic event. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.